Event description:
The user facility reported to terumo cardiovascular systems that during pre cardiopulmonary bypass surgery, the centrifugal pump squealed. Surgery was delayed 3-4 mins while the product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not rec'd the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).